Manufacturer narrative:
, Concomitant medical devices: - z nail cpm 11.5mmx21.5cm 125 r , item# 47-2493-210-11, lot# 2910387 - set screw, 8 mm, 21 mm, hex 3.5 mm, item# 47249300000 , lot# 16.335641 - 5.0 mm diameter cortical screw - red partially threaded 3.5 mm hex head, item# 47248303250, lot# 63238248 DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended trend analysis: no trend considering the following event is identified: lag screw migration review of event description: - patient was implanted on october 01, 2017 due to trochanteric fracture on the right hip site. Osteosynthesis with a zimmer znn nail. Control x-ray was satisfying. On november 07, 2017 x-ray was taken due to patient experiencing pain in the right hip. The lag screw cut-out through the femoral head into the acetabulum, allowing no movement in the joint. Revision performed on november 14, 2017. Total hip replacement had to be performed with reconstruction stem, acetabular bone grafting and trochanterotomy. Review of received data: - five x-rays were received. Some of the x-rays were dated and some are not. On two x-rays which are dated october 01, 2017 (implantation) it can be seen that a znn nailing system was implanted. Although the use of a set screw can be seen, it is unknown if it was placed correctly into the grove of the lag screw. On other two x-rays which are dated november 07, 2017 it can be seen a cut out of the lag screw. The lag screw has migrated through the acetabulum and almost completely out of the znn nail. The undated x-ray shows the znn nailing system after implantation. No migration can be seen on the x-ray. Devices analysis: - visual examination: the znn nail, lag screw, set screw and a cortical screw were returned for investigation. The tip of the returned set screw is deformed. A dent is visible. The lag screw shows also next to one groove a deformation. The same dent can be seen here as well. The dent on the lag screw could have occurred from the set screw tip. If the set screw is placed correctly into the grove of the lag screw, no deformation (dent) should occur. No relevant deformations can be seen on the znn nail and cortical screw. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. - the surgical technique describes the following: a set screw (included in the lag screw package or packaged separately) must be used to prevent the lag screw from rotating post-operatively. The set screw should be tightened down into the groove in the lag screw. As noted above, the lag screw inserter must be positioned so that the handle on the inserter is parallel or perpendicular to the colored dots on the targeting guide in order for the set screw and lag screw grooves to engage properly. To verify engagement, attempt to twist the lag screw inserter. If it cannot be rotated using a reasonable amount of force, the construct is in the correct position. If rotation is possible, adjust the position of the lag screw (rotate slightly) so that the set screw can enter the groove in the lag screw. To achieve sliding, tighten the set screw and then rotate the set screw inserter counter clockwise one quarter turn. Do not unscrew the set screw more than one quarter turn. Do not over tighten the lag screw. The distal edge must protrude laterally through the femur to ensure that sliding can occur. Root cause analysis: root cause determination using rmw: - lag screw migration due to incorrect lag screw design results into cut out => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - lag screw migration due to users determine wrong lag screw length => not possible -> the lag screw lenght seems to be well choosen. - lag screw migration due to users apply set screw not correctly (lag screw groove not engaged) => possible, the visual examination showed that he tip of the set screw is deformed. A dent is visible. The lag screw shows also a dent next to a groove. It is most possible that the set screw was not correctly placed into the groove of the lag screw and therefore the lag screw migrated post-operatively. Conclusion summary: it was reported that there was a cut out of the lag screw. The cut out occurred 1 month after implantation. The x-rays confirmed the lag screw migration. The returned devices were evaluated. The visual examination showed that he tip of the set screw is deformed. A dent is visible. The lag screw shows also a dent next to a groove. It is most possible that the set screw was not correctly placed into the groove of the lag screw and therefore the lag screw was migrated post-operatively. The correct insertion of the set screw described in the surgical technique. However, an exact root cause for the lag screw migration could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0351224.

Manufacturer narrative:
Concomitant medical products: zimmer biomet z nail cpm 11.5mmx21.5cm 125 r, 47-2493-210-11, 2910387. Additional information for this case was received and filed in this report. X-rays were received, evaluation is part of the ongoing investigation. It was also mentioned that the device will be available for investigation. However is not yet received. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported that the patient was revised one month and two weeks post implantation due to pain and device (screw) migration.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a unknown znn cmn lag screw on (B)(6) 2017. On (B)(6) 2017, the patient suffered of pain and migration of the screw was noticed. The patient underwent revision surgery on (B)(6) 2017 due to pain and migration.